Event description:
Approx one (1) year after the index procedure, the pt was admitted through the emergency room with complaints of recurrent chest pain. The pt had two (2) cypher stents implanted during the index procedure. Coronary angiography demonstrated progression of a lesion proximal to the previously implanted stent in the mid right coronary artery (rca). The lesion was reported to be a peri-stent restenosis-within 5 mm of the previous stent. The previously implanted cypher stent in the distal rca was reported to be patent. The peri-stent restenosis was treated by implantation of an additional cypher stent proximal to the previous stent in overlapping fashion.